Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 29-feb-2020, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the regulatory/competent authority via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the spinal neurostimulation problem was implanted in 2016 with good functional efficiency. The patient has experienced no stimulation since (B)(6) 2018. It was found that the lead wire ruptured at the level of the ¿olive¿ on (B)(6)2018. The lead was replaced and a new lead was set up. It was unknown if the event resolved. The patient was alive with no injury. No further complication was reported or anticipated.